Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a failed battery test. The blood glucose reading was 347 mg/dl. She treated with a bolus. She stated that the blood glucose may have been high due to a cortizone shot that she had taken but may also be due to an issue with the insulin pump or infusion set. She stated that the drive support cap appeared normal. She found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. She declined further troubleshooting for high blood glucose. Nothing further was reported.